Event description:
It was reported that there was high thresholds, low r wave, and lead dislodgement. It was further reported there was undersensing. The lead was repositioned and it is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.